Manufacturer narrative:
Argus case (B)(4).

Event description:
The sibling with autism has swallowed 3 in 1 of the tablet. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega denture cleansing tablets) tablet for product used for unknown indication. Concurrent medical conditions included autism. On an unknown date, the patient started corega denture cleansing tablets. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: corega cleansing tablet her autistic sibling had swallowed 3 of the tablet. Covid wanted to call without going to the hospital. Consultation of the relevant doctor was recommended. In order not to waste time, he closed the wire without giving information. Case correction as per information received on 10 apr 2020 is as follow: malfunction information completed in the device tab as well as med watch info tab which was missed previously.